Event description:
The pump was set up to deliver 1000mg in a 500ml solution of ns. A bolus was to be delivered of 100ml in one hour. The remaining 400ml was to be delivered at 20ml/hr. After the pump was set up it was supposed to alarm at the end of 1 hour. It did not alarm and the bolus infusion continued for 2.5 hours before it was discovered and slowed to 20ml/hr for the next 12 hours. The pt went into acute renal failure shortly after the infusion and was placed on dialysis.